Manufacturer narrative:
The damage found was sustained during surgical procedure. The lead was otherwise normal.

Event description:
New information reported that the lead was removed and replaced with a competitor lead on (B)(6) 2018. The patient was stable post-procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room feeling ¿funny¿ after some episodes of light-headedness. Upon interrogation, the right ventricular lead exhibited failure to sense and failure to capture. The patient¿s heart rate was between 30 and 40 beats per minute. It was possible that the patient had twiddler¿s syndrome and dislodged the lead. Although the patient was admitted to the hospital, no intervention was performed and the patient was stable.